Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and the e315 error message was displayed when the scope was connected to the stack system. The plug body was dismantled and the moisture indicator was triggered. The indicator turned pink after contact with fluid/moisture. Fluid droplets were evident. The inner moisture indicator was also activated and fluid was evident throughout the plug body. In addition, evaluation found the light guide lens was discolored, the angle was insufficient, angle skipping occurred, and a comprehensive leakage check found the scope was leaking from the biopsy channel. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that an e315 unsupported scope error message was displayed when preparing the evis lucera elite colonovideoscope for use. The type of procedure was unknown. There was no delay and the procedure was completed using a similar scope. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to biopsy channel was leaking while the user was handling the device and water invaded the device. Due to the water invasion, abnormality of electrical parts occurred which led to displayed error message. The event can be detected by following the instructions for use (IFU) which state: inspection of the endoscopic image. Perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. The event can be prevented by following the instructions for use (IFU) which state: when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. If insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. If the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage. Olympus will continue to monitor field performance for this device.